Event description:
It was reported that during a laparoscopic bypass procedure, the first shear was used but metal was hit. Shortly after it alarmed, troubleshooting was carried out but had to replace the shear. Then shortly after this shear alarmed and stopped working, again troubleshooting was carried out but had to replace this shear. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device (a) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possible breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device (b) was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device alarming after hitting metal. A possible cause of the alarm is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possible breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b batch f9g25g; mfg 2-9-09; exp 1-9-14.